Manufacturer narrative:
Combination product: yes.-

Event description:
Left ventricular lead dislodgment. The left ventricular lead was capped and a new one was implanted in the left bundle branch area.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.